Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the nature of the complaints (liner delaminated, distal tip split), no applicable functional or dimensional testing was able to be performed. Imagery was provided and the following observations were observed: the proximal sheath shaft was noted with the proximal liner to be expanded, tortuosity noted in the right access vessel per 3mensio report, calcification noted within femoral bifurcation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were both confirmed through evaluation of the returned devices. In the case of the liner delamination, the event appears to have been influenced by procedural factors, including the withdrawal of a delivery system with an altered balloon profile and excessive manipulation. It was reported that during deployment of a 26mm s3u (+3 cc's), the balloon ruptured, and resistance was encountered while attempting to retrieve the delivery system into the sheath. Further, the balloon and nosecone were sheared off into the proximal right external iliac artery after increased force was applied. Such conditions can cause the delivery system to catch on the sheath liner, and excessive manipulation may exacerbate delamination. Similarly, evaluation of the sheath with a distal tip split revealed no manufacturing non-conformance, and the device history record (DHR) and training materials review showed no deficiencies. The damage to the distal tip likely occurred during system removal, where increased withdrawal forces-potentially due to the altered balloon profile-may have caused the hdpe material to split. In both cases, the available information suggests that procedural factors, particularly the withdrawal of a compromised balloon and excessive manipulation, were likely contributors to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the field clinical specialist (fcs) report, during the deployment of a 26mm sapien 3 ultra valve (+3 cc's), the balloon ruptured, causing the inflation device to fill with blood. As the fellow attempted to retract the commander system into the sheath, resistance was encountered. It was observed that the balloon was not retracting into the sheath, prompting the implanter to cease pulling back. Despite this, the fellow applied more force, resulting in the balloon and nosecone being sheared off into the proximal right external iliac artery. This caused damage to the intimal layer of the external iliac and common femoral artery, necessitating reconstruction due to device trauma. A bovine pericardial patch was utilized for patch angioplasty to reconstruct the artery. Vascular surgery was called in, and the nosecone and balloon were ultimately removed. The implanting physician attributed the balloon rupture to the calcified stj and did not believe the product malfunctioned. The extended procedure led to a blood loss of 1500ml. The patient was subsequently discharged to the ICU in stable condition. The preliminary evaluation found the liner fully delaminated for 0.8" from the distal tip and tip opened as designed with the distal tip split.

Manufacturer narrative:
The investigation is ongoing.